Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges that the dealer installed new wheels and that afterwards, they were allegedly shaking and wobbly. He called the dealer and he alleges that they wouldn't come out. The right rear castor wheel allegedly fell off allegedly causing him to fall out of the chair and the chair allegedly fell on top of him.